Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited loss of capture (loc) on the right ventricular (rv) lead. Technical services (ts) revied and provided assistance. This device remains in service. No adverse patient effects were reported. Additional information was received from the field stating the crt-d function exhibited no anomalies. Subsequently, this device was explanted and replaced due to normal battery depletion (nbd). No adverse patient effects were reported.

Manufacturer narrative:
Updated b5 describe event or problem with additional information received from the field. If pertinent information is provided in the future, a supplemental report will be submitted.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system exhibited loss of capture (loc) on the right ventricular (rv) lead. Technical services (ts) revied and provided assistance. This device remains in service. No adverse patient effects were reported.